Event description:
Event description guidant received information that the patient experienced pericardial effusion/tamponade during the implant procedure to place the implantable lead. It is unknown which implantable lead was involved.